Manufacturer narrative:
The getinge field service engineer that discovered the issue conducted several tests, and it was found that the error was caused by an anomaly in the "fill manifold". The fse conducted replacement of said component, and then completed calibration of the pressure regulator. The device passed functional testing and was deemed operational.

Event description:
It was reported that during preventive maintenance by a getinge field service engineer(fse), initial testing of the cardiosave iabp unit gave an error (fault #37 - fill fail). There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.